Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2018 with increased confusion, weakness, chills, and tremors. Infectious disease was consulted and antibiotics were expanded to zosyn and daptomycin. Blood cultures remained negative during the admission. Wound cultures were positive for e coli and coagulase negative (B)(6). A computed tomography of the chest and abdomen revealed 2 tiny foci of gas within lumen of inflow and outflow cannula, decreasing fluid collection surrounding the lvad cannula. Daptomycin was discontinued, and the patient was discharged home with continuous IV zosyn infusion and oral doxycycline. No additional information was provided.

Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.